Event description:
It was reported that when the device was used during an unknown procedure, the device jammed, formed half of the staples in the cartridge, and then lockout occurred. Another device was used to complete the case. There was no consequence to the pt.